Event description:
It was reported that the insulin pump constantly turns on and off. It was also reported that the case was broken. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies.